Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the controller was opened in a sterile way and connected to the power module per protocol to test the pump during implant surgery. The controller showed a "battery charged" message, but no emergency backup battery (ebb) was inside. When the controller was connected to the power module or the 14v battery the same message was displayed. The backup controller was ultimately used as the primary one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿controller display showed battery charged message, but no backup battery was inside¿ could not be confirmed with the returned system controller (serial # (B)(6)). The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. While operating on laboratory equipment without a backup battery installed, the expected backup battery fault alarm was displayed on the front user interface. Log file analysis revealed the system recovered to and operated at the default stored patient speed value (3,000 rpm). Backup battery fault and controller clock not set alarm was active. It was noted the backup battery fault alarm was active for all events indicating the backup battery was not installed. The evaluation could not reproduce the reported event. A root cause of the reported issue could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Under section 6, it was outlined to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. No further information was provided. The manufacturer is closing the file on this event.